Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a gastric bypass, the surgical tech loaded the stapler and cycled it with the shipping wedge still on, and removed wedge for fire. When the stapler fired, fragments of the wedge which were left behind in the reload sheared off into the cavity. The rep was in the case and showed the tech how to properly cycle the instrument. The fragments were retrieved. No device fragment was left in the patient. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes gore seamguard reinforcement was used.